Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received a motor error alarm during prime. The customer's blood glucose was 130 mg/dl at the time of incident. It was reported that there was motor position encoder error alarm in the alarm history. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history crc check failed on startup alarms. Displayable history crc check failed on startup alarms due to a corrupted history file. (B)(4).